Manufacturer narrative:
The insulin pump was received with currents within specifications and passed self test and a21 error alarm test. No a17 or a21 alarm. The insulin pump also passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. However, the insulin pump was received with minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had recurring unexpected restart alarms with each battery change. The customer also reported their settings would be erased after. The customer's blood glucose was 200 mg/dl earlier in the day. The customer also reported a signal too low alarm in the alarm history. The customer was agreed to return the insulin pump for analysis.